Event description:
The customer reported that the system exhibited 'precharge errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe system batteries were evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.